Event description:
It was reported that the lead exhibited oversensing. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found the proximal insulation to be abraded, exposing the proximal coil at 10 cm from the connector pin. This was a result of friction to the implantable cardio- verter defibrillator can. The reported oversensing could occur when the exposed metal of the coil came into contact with the device can. The proximal insulation was also twisted, possibly from overe-extension of the helix. This twisted positioning caused the insulation to abrade against itself at 39 to 40 and 46 to 47 cm from the connector pin.